Event description:
The customer reported that the device would not charge during an operational check. There was no pt involvement. This occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge during an operational check. There was no pt involvement. This occurred during testing. The device was evaluated by a philips field service engineer who noted errors in the status log related to the therapy pca. The therapy pca was replaced to resolve the symptom. After passing all required testing the device was returned to use.